Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -6.5 diopter, implantable collamer lens was implanted into the patients left eye (od) on (B)(6) 2021 .on (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.